Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for probable atrial fibrillation (af) with rapid ventricular response. It was noted that the wavelet was withheld therapy until the high rate timeout was reached. The ICD remains in use. No further patient complications have been reported as a result of this event.